Manufacturer narrative:
H11: the actual sample and photographs were received for evaluation. Visual inspection of the photographs identified a missing a luer activated (one-link) component. Visual inspection of the actual sample identified a missing one-link component. The reported condition was verified. The cause of the condition is related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, this event is unlikely to cause or contribute to a death or serious injury; a missing connector with the packaging still intact (labeled as sterile) does not compromise the sterility of the product as the packaging maintains the sterile barrier. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set was missing a one-link luer component. This was noticed at the time of opening the package prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.